Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Also, the instrument moved intuitively with full range of motion in all directions. The clips were able to be installed on the grip tips but were unable to clip onto the tubing during in-house testing. Additionally, the instrument was found to have a loose grip cable at the proximal. As a result, failed clip test is observed during in-house testing. The housing was removed and no further damage at the backend was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier did not hold the clips. The procedure was completed with no patient harm and with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.